Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had to change the battery and set several times. A power error detected alarm also occurred. The customer's blood glucose level was 15 mmol/l. They were advised to disconnect from the insulin pump, take out reservoir and battery for 10 minutes until the red light stops blinking, then insert new battery, clear the alarm, and insert reservoir. They were advised to call back if needed. The device will not be returned for analysis.